Event description:
Boston scientific received information that during a routine device check, this lead was noted to have loss of capture (loc). The lead was found to have dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.